Event description:
The patient reported symptoms of headaches. They tried to adjust the valve to another pressure without success, thus they decided to explant it and replace it with a new one.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device received was actually that of product code (B)(4) and not that of (B)(4) as initially reported. The investigation also revealed that silicone housing was damaged and the valve casing was cracked. Noted was also that the spring was imbedded onto the cam mechanism, which prevented the ability to be able to determine the cam position or pressure. During further investigation it was determined that the damage to the valve was likely caused by some form of impact to the device. There was also a mark on the valve casing, which supports the thought that some form of impact occurred causing the damage explained. This however could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.